Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of water ingress and white powder-like contaminant, black residue consistent with keratin, white and grey dust-like contaminants in the bottom of blower, blower box, rear panel, bottom enclosure, blower outlet and on blower outlet seal. The manufacturer found evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 1 instance of: e-53. The manufacturer concludes the contaminates found were consistent with water ingress and white powder, dust, black residue consistent with keratin. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.